Manufacturer narrative:
The force bipolar instrument was received and failure analysis found the instrument to have a broken grip at the grip base. A piece approximately 17.23 mm was found to be broken off. The broken piece was returned with the instrument. Further inspection of the returned instrument found no additional damage or abnormalities. The instrument was found to have damaged conductor wire insulation at the grip tip. There was no fragmentation of the insulation, and the internal conductor wires were exposed. Although the conductor wire insulation was damaged, the internal wire was not frayed or fully broken. The instrument passed the electrical continuity test. A review of an image provided by the customer appears to show an instrument with one of the grips broken. The fragment pictured appears to be a piece of the broken molded insulator.

Event description:
It was reported that during a da vinci-assisted inguinal hernia repair procedure, the jaws of the force bipolar instrument broke and a metal fragment fell inside the patient. The event occurred while the surgeon was manipulating tissue with the instrument. The fragment was successfully retrieved during the same surgical procedure. No additional surgical procedures were required for fragment removal, nor were post-operative tests like x-rays or ultrasounds performed, as the surgeon was confident all pieces were retrieved. The procedure was completed robotically with a backup force bipolar instrument. The patient has not returned to the hospital for any post-surgical complications.